Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was observed at power up. System error 105 was confirmed and caused by a dislodged component on the input/output printed circuit board (I/o pcb). The failed I/o pcb and shielding was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.